Event description:
It was reported the patient underwent a left hip revision approximately 8 years post implantation due to implant wear and corrosion. No additional information.

Manufacturer narrative:
(B)(4). Concomitant medical products: tm shell 48mm. Longevity liner 48mm (ref 00-3605-048-32). M/l taper stem size 5 (ref 00-7713-005-00). Size t neck length. Reported event was confirmed due to the review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: a left side revision was performed on (B)(6) 2017, for poly wear and trunnionosis. The stem and shell were well fixed and a new head, neck and liner were placed with no complication. Visual examination of the provided pictures identified black debris on the neck trunnion and head. Scratches and minimal bio debris noted on the head. Head, neck, and liner photographed within a bag and no further evaluation can be made from the provided pictures. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.